Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient convulsed. The pulse generator exhibited capture anomalies, and when the programmer was brought near it, pacing ceased. The device was explanted and replaced.